Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence, fascial, wound and small bowel dehiscence, mesh adherent to small bowel, mesh erosion and pain. Post-operative patient treatment included small bowel resection, revision surgery and new bard allomax mesh implanted.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after preperitoneal implant, the patient immediately experienced respiratory distress, nausea, vomiting, pain,hernia recurrence, partial bowel obstruction, entero-atmospheric fistula, and adhesions. After surgical revision the patient then experienced fascial, wound and small bowel dehiscence, and mesh erosion. Post-operative patient treatment included small bowel resection, revision surgery and new bard allomax mesh implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced surgical revision; hernia recurrence; fascial dehiscence; small bowel dehiscence; mesh adherent to small bowel; wound dehiscence; pain.